Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 8.2 mmol/l. Troubleshooting was performed and the display returned after a new battery and battery compartment was cleaned. Customer then stated she noticed a piece near the battery compartment was missing. Customer requested the device to be replaced and agreed to return it for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The pump was received with normal operating currents. No blank display was noted during testing. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, broken battery tube threads and a cracked belt clip slot.